Manufacturer narrative:
The functional testing could not be performed due to a detached end cap. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a hole at the bottom of the insulin pump. Customer's blood glucose level was 416 mg/dl. Customer stated that the bottom of the pump keeps coming off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer had no time to stay on the line and was advised to call back as soon as possible. No further assistance needed.